Event description:
A distributor in japan reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that an mr290 vented autofeed humidification chamber was leaking water from the bottom of the chamber dome. It was also reported that a hole was found in the plate where the leak occurred. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in new zealand where it was visually inspected. Results: visual inspection revealed a hole in the chamber base. It was also observed that there was contamination in the chamber dome. Conclusion: we are unable to determine what may have caused the chamber hole. It should be noted that the complaint device had been used for 3 weeks before the reported damage was observed. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chambers would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humificiation chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarm." Perform pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Do not use beyond 14 days maximum duration of use."

Manufacturer narrative:
(B)(4). We are currently in the process of retrieving the complaint device. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that an mr290 vented autofeed humidification chamber was leaking water from the bottom of the chamber dome. It was also reported that a hole was found in the plate where the leak occurred. There was no reported patient consequence.